Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Many factors contribute to the onset and propagation of calcification including age, disease state, and pharmacological intervention. Children and adolescents have been shown to have higher rates of bioprosthetic valve degeneration as calcification has been found to be more rapid and aggressive in children and growing adults. This well known relationship is explained by the pro-calcific metabolism of younger patients, which includes higher levels of blood calcium, phosphate, bone proteins, and enhanced parathyroid hormone and vitamin d metabolism when compared with adults. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events.

Event description:
It was reported that this patient underwent a pulmonary valve explant after an implant duration of ten (10) years, two (2) months due to stenosis secondary to calcification. This was excised and replaced with a 27 mm pericardial bioprosthesis. The patient was transferred to the pediatrics surgical heart unit in satisfactory condition and was discharged on pod #4.